Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer received a motor error alarm and excessive no delivery alarms. Troubleshooting could not be performed as customer was not available with insulin pump; customer was at school. Caller was advised to have customer call to complete troubleshooting.